Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset to resolve the issue. Additionally, the pump time was incorrect. The customer corrected the time to resolve the issue. The customer's blood glucose ranged between 220-224mg/dl.